Event description:
The doctor notified the rep that the patient complained of pain and it started in the pool. X-rays noticed that the acculif gage had collapsed. No revision surgery scheduled yet.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the reported event was confirmed based on the images and medical records provided. Visual and functional inspections could not be performed as the device was not returned and remains implanted. A manufacturing review of the device was performed and indicated no discrepancies or anomalies of the reported device. Conclusion: the combination of activity, patient lifestyle and bmi were likely contributing factors of early device failures for both the primary surgery and revision surgery.

Event description:
The doctor notified the rep that the patient complained of pain and it started in the pool. X-rays noticed that the acculif gage had collapsed. No revision surgery scheduled yet.

Manufacturer narrative:
Device history review; complaint history review; risk assessment. Device was not returned. Results: it was reported that the second revision surgery took place. The reason for revision was implant migration and collapse. A manufacturing review of the device was performed and indicated no discrepancies or anomalies of the reported device. Conclusion: the combination of activity, patient lifestyle and bmi were likely contributing factors of early device failures for both the primary surgery and revision surgery.

Event description:
The doctor notified the rep that the patient complained of pain and it started in the pool. X-rays noticed that the acculif gage had collapsed. No revision surgery scheduled yet. Update (12-may-2016). Patient had second revision.